Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer.  Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted an unknown metasul liner on an unknown date. No other information is available.

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. The device manufacturing quality records indicate that these components met all requirements to perform as intended. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Review of incoming information: it was reported in the attorney letter that a patient received an mmc cup and a durom femoral component on an unknown date. No further details are available. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2015: the product was corrected from metasul liner to durom femoral component, ref and lot numbers received. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. As soon as investigation results will be available, an amended medical device report will be filled. Zimmer's reference number of this case is (B)(4).

Event description:
It was now reported that the patient was implanted a durom femoral component 46 code l on an unknown date. No other information is available.